Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). Omsc checked the device, but couldn¿t duplicate the reported phenomenon. In addition, as a result of the evaluation, the following was confirmed. -there was no leakage from the endoscope. -according to the repair history, the device has been repaired 3 times in the past year. -there were scratches, dents, and deformations on the electrical contacts and main body of the endoscope connector, and the distal end of the device. No other significant appearance anomalies could be identified that could affect the reported event. -the device was disassembled and the overall appearance of the image sensor unit was confirmed, but no significant appearance abnormalities such as buckling or disconnection of the cable were observed. Therefore, omsc determined that the image sensor unit was a good product with no abnormalities because the endoscopic image was properly output. -the endoscopic image was checked with the following load on the device, but the reported event could not be reproduced. -operation to angle the bending section in all directions. -rocking, bending and pulling of the insertion section and universal cord. -humidification of the distal end and video connector unit. -repeated cooling and heating to the distal end. -light impact on the distal end and video connector unit. -switch the device on and off repeatedly. -continuous energization of the device for about 30 minutes. There is a possibility that the electrical contact state of the system or the internal electrical circuit of the image sensor unit has become unstable due to an abnormality in the appearance of the electrical contacts and main body of the scope connector unit. This also made the output signal of the endoscopic image unstable, which may have caused the reported event. Omsc was unable to reproduce the reported event and therefore could not clearly identify the mechanism by which the reported event occurred. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. In addition, omsc surmised that the device affected the reported adverse event, because the reported event may have caused the image anomaly due to the instability of the electrical signal due to the following causes. -scratches, dents, and deformations on the electrical contacts of the endoscope connector. -the joint between the video connector and the electrical contact of the endoscope was not sufficiently dry. -the device was connected with foreign material adhering to the electrical contacts. -deterioration of the electrical board inside the endoscope connector. The instruction manual provides preventive measures against the reported failure mode. Therefore, the description in the instruction manual is not the cause of the reported event. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
An olympus sales representative was informed by the user facility as follows: the scope communication error b30 occurred early in the procedure using the combination of the olympus videoscope ltf-s190-10 with serial number (B)(4) and the olympus video system center cv-190 with serial number (B)(4). The user replaced the videoscope to the ltf-s190-10 with serial number (B)(4) and the video system center to the otv-s190 with serial number (B)(4). After replacing the devices, the endoscopic image was noisy and the endoscopic image could not be seen at all due to snow noise. The user decided that it was difficult to continue endoscopic surgery and switched to abdominal operation. The abdominal operation was completed and there was no further health hazard to the patient. This report reports on the olympus videoscope ltf-s190-10 with serial number (B)(4).